Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported by the legal brief, on (B)(6) 2015, patient underwent a right total knee replacement surgery and was implanted with an optetrak device, including an optetrak logic ps tibial insert, size 3, 1 1 mm made of polyethylene. Patient was diagnosed with aseptic loosening and osteolysis and he underwent revision surgery of his right knee on (B)(6) 2022, during the revision surgery, patient's surgeon stated, the patient has very prominent osteolysis and the femoral component was noted to be loose. Upon information and belief, the loose components and osteolysis in patient's right knee was due to premature polyethylene wear of the tibial insert. Following the revision surgery, patient continues to be limited in his activities of daily living. Patient has difficulty with daily activities such as getting dressed, climbing stairs, and bathing. Despite undergoing tbc revision surgeries, patient experiences daily pain and discomfort in his right knee which limits his activities of daily living and impacts his quality of life.

Manufacturer narrative:
As a result of investigation findings, the following fields have been updated: d1, d4, g4, h4, h7, and h9. Added information to d8. H6: investigation results - the revision reported was likely the result of prosthesis wear, osteolysis, and an insufficient bond between the femoral component and the bone which led to aseptic (non-infected) femoral loosening. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. The extent and root cause of the prosthesis wear, osteolysis, and femoral loosening could not be determined as the devices were not returned for evaluation, and images and radiographs were not provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and loosening or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.